Event description:
The patient underwent successful revision surgery (B)(6) 2019. Issue was resolved.

Event description:
Patient is experiencing migration of the ipg. Device is moving into a position during sleep that could lead to twisting and compromise the sense or stimulation lead. Revision surgery to address is likely.